Manufacturer narrative:
Device evaluation: the evo-fc-10-11-4-b device of lot number c2088182 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 22 aug 2025. The following was observed in the lab: visual inspection: red safety tab not returned. Directional button is in the deploy position. Red shuttle is past the ponr. The flla adapter for the safety wire is broken off. Stent is returned deployed but attached to the safety wire. The outer sheath is observed to be broken in the clear section but remains attach by the braided coil. Functional inspection: n/a the reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2088182 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2088182 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy. From the information provided, resistance was felt passing the wire guide and the device through the stricture. The resistance reported possibly led to an increase in deployment force which along with continued attempts to deploy may have caused damage to the introducer, this possibly led to difficulty trying to remove the safety wire and subsequently the stent could not be deployed. As a result of the damage to the introducer, retraction may have been difficult, the force during withdrawal of the device from the body may have caused the introducer to come apart, as observed in the lab evaluation. From the lab evaluation, the flla adaptor of the safety wire was observed to be detached to from the handle, this possibly occurred if extra force was used when attempting to remove the safety wire during the procedure. Attempts were made to confirm if this occurred during the procedure however no additional information was received, should more information become available the complaint can be reopened and updated. Confirmation of complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/ correction complaints of this nature will continue to be monitored for similar events summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed using another device.

Event description:
A supplemental report is being submitted due to completion of the investigation on 02-oct-2025. Additional information received on 17-sep-2025. 1. What was the position of the elevator? The position of the elevator was down. 2. Details of the wire guide used (diameter, type, make)? Awg-35-260. 3. Please advise the anatomical location of the intended target site? The common bile duct. 4. Was the product inspected for kinks or damage before use? Yes, 5. Was the yellow marker kept in view during deployment? Stent could not be deployed, 6. What was the length and diameter of the stricture? 3 cm. 7. Was there resistance felt passing wire guide through stricture? Yes. 8. Was there resistance felt passing the evolution through stricture? Yes. 9. Was the stricture dilated before stent placement? No.

Event description:
The scrub sister tried to deploy the stent, the stent launched and then proceeded to get stuck. Trigger gun broke. The dr then decided to open another cook metal stent.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.